Event description:
During radiological placement of the feeding tube with the pull through technique, the balloon at the tip of the feeding tube was stuck in a stricture in the pt's pharynx. The tube could not be pulled down beyond the stricture. The tube then pushed up over a stiff wire up to the pt's mouth and removed. A regular "ponski" feeding tube from the same manufacturer was then pulled through the stricture into the stomach without a problem.